Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure, the right ventricular (rv) lead was attempted for the first time with acceptable values. In a second and third attempt elsewhere in the right ventricle, the lead exhibited high impedances. While observing the screw, the helix never extended with a lot of rotations. The lead was tested inside and outside the patient but with the same results. The rv lead was not used and a different lead was implanted with normal ranges. No patient complications have been reported as a result of this event.